Event description:
It was reported that the patient's right atrial lead was explanted due to septicemia and possible vegetation. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147200.